Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient contacted fresenius technical support for drain complication encountered on the liberty select cycler. During the call, the patient reported being diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of severe abdominal pain and cloudy effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with ceftazidime for three weeks. The culture resulted positive for gram positive rods, bacillus species (no organism documented). The patient was advised to go to the hospital, but the patient refused. The patient was constipated around the same time. The patient was advised to take over the counter medication for the issue; however, he did not. The pdrn stated the suspected cause of the peritonitis was the constipation. Additionally, the pdrn stated the patient has become weaker over the last few months and she does not think he is following proper aseptic technique. The pdrn stated that on a home visit it was noted that the home was not clean, and the patient kept a fan next to the cycler. The patient confirmed he leaves it on while connecting for treatment. The pdrn stated there was no issue with the liberty select cycler or cycler set reported for this event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the liberty cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. According to the pdrn, the suspected cause of the peritonitis was constipation. It has been reported that peritonitis can be caused by transmural migration of intestinal microbes. The patient was instructed to use over the counter medication to resolve the issue and did not follow those instructions. Furthermore, the patient¿s home conditions have declined regarding cleanliness. The patient also admitted to keeping a fan on while connecting to treatment. All fans should be off when preparing for treatment. All of these instances could have increased the risk for contamination resulting in peritonitis. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.